Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed.

Event description:
It was reported that tibial articular surface provisional fractured. All pieces were returned. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event is confirmed as the visual inspection of the returned product identified signs of repeated use and fracture on the anterior and right side of the post feature. Returned product also displayed excessive wear. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The package insert states that breakage can occur if the instruments are subjected to high loads or impactions and excessive wear. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.